Event description:
It was reported that during a hepatectomy procedure, error occurred. The customer used another blade to complete the case. There was no patient consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Device a and b were returned with the blades scratched and cracked. The devices were tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch records were reviewed and no anomalies were noted during the manufacturing process.